Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the patient experienced palpitations and discomfort in their chest. A lead warning occurred for high pacing impedance on the right ventricular (rv) lead. The rv lead also had non-sustained ventricular tachycardia (nsvt) and ventricular fibrillation (vf) episodes due to noise, a high sensing integrity counter (sic), and a possible fracture. The rv lead was programmed off and subsequently explanted. It was additionally reported that the right atrial (ra) lead had high pacing impedance and increasing threshold. The ra lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.